Event description:
Contact reports the patient was fine following surgery. However, the patient later had difficulty with the related spinal segments. Surgeries were performed to remove a broken portion of the cage and 2 days later to replace the cage.